Event description:
Customer reported the insulin pump had fluid under the lcd. Customer's blood glucose was 103 mg/dl. Customer reported he was caught in a rainstorm, when asked how the fluids exposure occurred. The device was not dropped and it had no cracks. Customer was advised to discontinue use of the device and revert to back up plan.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioning properly no damage on the keypad assembly. No moisture damage found inside the insulin pump. Insulin pump received with minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip.